Event description:
It was reported that patient had an infection. No further details are known for the infection. The patient underwent an explant procedure where in all devices were removed. The explanted device will not be return as it was disposed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7158724 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7158878 UDI: (B)(4). Product family: scs-linear fixation upn: m365sc43180 model: sc-4318 batch: 34570908 UDI: (B)(4).

Event description:
It was reported that patient had an infection. No further details are known for the infection. The patient underwent an explant procedure where in all devices were removed. The explanted device will not be return as it was disposed.